Manufacturer narrative:
(B)(4). A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of the catheter being blocked could not be determined based upon the information provided and without a sample.

Event description:
It was reported that the epidural was inserted normally but anesthesia was unable to push the test dose down the catheter. In both circumstances it was removed right away and replaced with a new catheter which worked with no difficulties. In both cases it meant the patient had to have the procedure 2 times but was otherwise unharmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the epidural was inserted normally but anesthesia was unable to push the test dose down the catheter. In both circumstances it was removed right away and replaced with a new catheter which worked with no difficulties. In both cases it meant the patient had to have the procedure 2 times but was otherwise unharmed.